Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose (B)(6) 2017, with blood glucose of 59 mg/dl at one point, 121 m/dl, 270 mg/dl, and 305 mg/dl at the time of the incident. The customer was given intravenous fluids and glucose to treat. The customer experienced symptoms such as feeling horrible and;being cold. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer treated the 280 m/dl reading with the pump. The insulin pump will not be returned for analysis.